Event description:
It was reported that during percutaneous coronary diagnostic procedure a guide wire perforated the catheter. The lesion being treated was 75% stenosed, no calcification and located in the moderately tortuous mid left anterior descending artery. During fluoroscopy, upon attempting to cross the lesion with the f/g atlantis sr pro² catheter, it was noticed that the wire exited from the middle of the catheter. The procedure was completed with another of the same device. No patient complications were reported, and patient status was listed as good.

Event description:
It was reported that during percutaneous coronary diagnostic procedure a guide wire perforated the catheter. The lesion being treated was 75% stenosed, no calcification and located in the moderately tortuous mid left anterior descending artery. During fluoroscopy, upon attempting to cross the lesion with the f/g atlantis sr pro² catheter, it was noticed that the wire exited from the middle of the catheter. The procedure was completed with another of the same device. No patient complications were reported, and patient status was listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the device with a hub label was received for investigation. One hub wing was bent when the device was received. A kink was observed in the tip assembly (at the guidewire exit port) at 103.1 cm from femoral marker at distal side. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).